Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of strut(s) outside the wall of the ivc into surrounding tissue/organs, fracture of one or more struts, caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per medical records: the patient reported a history of blood clots. Approximately 1 year post implantation, the patient underwent an abdominal/pelvis CT scan. The scan was reviewed approximately 12 years later and found the patient has 2 ivc filters implanted. Filter 1 is positioned at the mid t12 interspace, tilted, struts perforating the ivc wall, strut(s) are in contact with the bowel, crus of the diaphragm and gallbladder, and one posterior strut perforates the ivc wall and resides within soft tissue. Additionally thrombus is seen within the device and a posterior strut is fractured. Filter 2 is seen to be partially deployed at the l1-l2 interspace, appears to be a greenfield filter and there are no notes of tilt or perforation. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 13 years post implantation. The patient reports fracture, perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilt, blood clots, clotting, and/or occlusion. The patient also reports suffering from shortness of breath.

Manufacturer narrative:
Additional information: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section b7 (relevant medical history) section g4 (date received by the manufacturer) section h6 (evaluation codes: additional patient codes: organ perforation, coagulopathy, occlusion) complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of blood clots. The indication for the filter placement was not reported. Approximately thirteen years after the filter implantation, the patient became aware that two filters were within the ivc. One of the filters was located at the mid-t12 interspace, was tilted anteriorly at its¿ superior aspect and posteriorly at its¿ inferior aspect. This filter had struts perforating the wall of the inferior vena cava (ivc) and was in contact with the bowel, the crus of the diaphragm and the gallbladder with one strut within the soft tissues. Thrombus was noted within the inferior portion of this filter and a posterior strut was fractured. The patient also reported that this filter was associated with blood clots, clotting and/or occlusion of the ivc. The patient further reported having experienced shortness of breath associated with the filter. The second filter was partially deployed at the l1-l2 interspace. This filter appeared to be a greenfield filter and showed no evidence of tilt or perforation. Documentation as to when and why this second filter had been implanted were not provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported ivc and organ/tissue perforations. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown; stated to be in 2006. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted, and was associated with perforation of the filter strut(s) outside the wall of the inferior vena cava (ivc) and into the surrounding tissue and/or organs. In addition, one or more of the filter struts had fractured and was associated with caval thrombosis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of strut(s) outside the wall of the ivc into surrounding tissue/organs, fracture of one or more struts, caval thrombosis. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.